Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose was high and the cause was not known. The customer declined tandem technical support's offer to troubleshoot or provide further information regarding the event.